Event description:
On (B)(6) 2009 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019, a computated tomography (CT) scan revealed the filter was positioned below the renal veins. Some of the filter struts have penetrated through the wall of the inferior vena cava (ivc) into the pericaval/mesenteric fat.

Event description:
On (B)(6) 2009 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019, a computed tomography (CT) scan revealed the filter was positioned below the renal veins. Some of the filter struts have penetrated through the wall of the inferior vena cava (ivc) into the pericaval/mesenteric fat.